Event description:
The customer alleged that he performed a control test using high control solution and received a result of 72 mg/dl. The high control range was 288-398 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.